Manufacturer narrative:
The serial number of the ventilator was not provided therefore the device manufacture date is unknown. Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on install of a graphical user interface (gui) printed circuit board (pcb), an 840 ventilator's top display was distorted. There was no patient involvement at the time of the reported event.